Manufacturer narrative:
(B)(4). Date sent: 5/27/2026. D4: batch # 732d16. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number of 732d16 and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Was there a patient consequence? If yes, how was the issue addressed? The staple line was oversewn. 2. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Not to my knowledge. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastrectomy, surgeon fired the glc with green reload on the stomach and several staples did not form. It looks like they did not hit the anvil pockets. Surgeon waited 15 second prior to firing and said the force to fire was not higher than normal. No patient consequences were reported. The procedure was delayed by 15 minutes.